Event description:
Shortly into case the coag diminished in capability to cut or coag. Switched to standard electrocautery.

Manufacturer narrative:
(B)(4). Eval, method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Event description:
Shortly into case the coag diminished in capability to cut or coag. Switched to standard electrocautery.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in fair condition with very minor surface imperfections. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. To establish that the unit delivered energy correctly in cut and coag modes, the active burn-in portion of test procedure tp-0048 was performed. The unit passed with no issues root cause: unit delivered rf energy correctly into fixed resistors in the service department. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.